Manufacturer narrative:
(B)(4). (B)(6). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Discarded.

Event description:
It was reported the patient underwent an initial knee arthroplasty. The patient was experiencing instability in the knee. Subsequently, the patient was revised approximately 15 years post implantation due to the post of the articular surface fracturing.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The visual evaluation of pictured provided for the device shows sign of wear. Also, the post hinge of the articular surface was fractured. The device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated: our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
No further event information available at the time of this report.